Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the available information, a definitive cause for the reported thrombosis could not be determined. The reported patient effects of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and advanced into the left atrium (la). However, at this time, transesophageal echocardiogram (tee) showed a blood clot had formed on the tip of the clip. At the time the clot was noticed, the activated clotting time (act) was at 302 and remained above 250 throughout the procedure. In an attempt to treat the blood clot, additional heparin was injected; however, no changes were observed. The decision was made to remove the cds. It was noted that the clot was removed with the cds. An additional cds was inserted and successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.